Manufacturer narrative:
Updated product grid-additional information added to: d4;g5.

Event description:
It was reported that the secondary paclitaxel (500ml) infusion was initiated to infuse over 3hrs. The rn was not aware that the infusion had stopped and noticed a kink in the set that caused a delayed the infusion. Due to the delay, the customer stated that there was no harm reported. The event occurred in the outpatient chemotherapy.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the secondary set kinked causing a " large delay in medication. The user was not aware of the infusion stopped had due to the kink.

Manufacturer narrative:
The customer¿s report of tubing being kinked and causing a delayed infusion was confirmed. Photo provided by the customer showed tubing was kinked. The root cause was not identified.

Event description:
It was reported that the secondary set kinked causing a " large delay in medication". The user was not aware the infusion had stopped due to the kink. Although requested, no additional event, patient or device information provided.